Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was not detecting presence of sponges in scanning area as the device gave a green ¿clear¿ or ¿scan complete¿ message. A wand was used in place of the body scanner to detect the sponges. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found no defects. The reported condition was confirmed. The investigation found a failure on coil 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Trouble shooting isolated the problem to the electrical interface between the foil laminate of the coils and the connector printed wiring board (pwb), p/n 06-0040. The mat was opened, and no evidence of fluid ingress was noted. Investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. Corrective actions have been implemented to mitigate this issue. The provided serial number indicates that this product is an OEM. The appropriate personnel have been contacted and the device history results will be recorded in a device history record (DHR) task upon completion of the investigation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.